Manufacturer narrative:
The returned samples of this event was requested but hasn't been received till now, no sample for evaluation. The DHR of this lot was reviewed without any similar issue, the retained samples were inspected and they all meet the specification. The event can't be confirmed, the root cause can't detected currently. No action will be taken currently, this issue will be monitored. A supplemental report will be submitted if further information received.

Event description:
We received a case of vesco 2oml luer lock syringes from health care logistics. Customer stated,"two times today we have used the syringes, and the plastic cracked letting the iron fluid inside to spray across the technician using it. The lot number# 220101. Not all are having this defect, but it is a concern as weare a cancer center and if certain chemotherapy medications were used to do this instead of the iron it could be a severe health hazard. Vesco now has the defected syringe.